Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 1 on the home choice (hc).the technical service representative (tsr) advised the caregiver (cg) that air entered the setup. The cg stated the supply bag was pinched and when the home patient (hp) tried to pull the solution line, the supply line had air in it. The tsr instructed the cg to recycle the power and advised the cg therapy had ended. The tsr stated the cg would need to start over with new supplies. The cg stated they would use manual supplies for that night and the hc the following day. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.